Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Unable to prime during prime alarm test and motor error alarmed during basic occlusion tests due to faulty force sensor resistor. Motor tested ok.

Event description:
It was reported, the customer received a motor error alarm during a prime. Customer's blood glucose was 167 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were unable to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.